Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was not adversely affected, remaining below 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, and the customer understood these instructions.